Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments') and pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. A96187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone and pap smear abnormal. Concurrent conditions included hives, nausea, vomiting, appendicitis and nabothian cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction. Type: body rash/ started on my chest, neck , face, arms"), urinary tract disorder ("bladder or urinary problems or changes,"), bladder disorder ("bladder or urinary problems or changes,") and arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition: anxiety,"), mood swings ("psychological or psychiatric problems condition: mood swings") and psoriasis ("other injury(ies) or complication please describe:- psoriasis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity."), cystitis ("bladder infect"), urinary tract infection (",uti."), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuerocondit/prob"), vaginal discharge ("vaginal discharge"), dysgeusia ("metallic taste in mouth"), neck pain ("neck pain"), solar lentigo ("increase in age spots") and pruritus ("itching") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with camphor;cineole;menthol (o24 fibromyalgia), sertraline hydrochloride (zoloft) and surgery (hyst. (Full),salping. (Bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, hypersensitivity, anxiety, cystitis, urinary tract infection, mood swings, urinary tract disorder, bladder disorder, tooth disorder, psoriasis, neck pain, solar lentigo and pruritus outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, migraine, headache, gastrointestinal disorder, nervous system disorder, hormone level abnormal, vaginal haemorrhage, dermatitis allergic, vaginal discharge, dysgeusia and arthralgia had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, dermatitis allergic, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, neck pain, nervous system disorder, pelvic pain, pruritus, psoriasis, solar lentigo, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2013 (left); (B)(6) 2013 (right). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Lot number: a96187 manufacture date: 2013-02 expiration date: 2016-02-29. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc.fu(4) and (5) processed together. On 6-mar-2020: pfs received : no new significant information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments') and pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. A96187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone and pap smear abnormal. Concurrent conditions included hives, nausea, vomiting, appendicitis and nabothian cyst. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("allergic or hypersensitivity reaction. Type: body rash/ started on my chest, neck , face, arms"), urinary tract disorder ("bladder or urinary problems or changes,"), bladder disorder ("bladder or urinary problems or changes,") and arthralgia ("joint pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition: anxiety,"), mood swings ("psychological or psychiatric problems condition: mood swings") and psoriasis ("other injury(ies) or complication please describe:- psoriasis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity."), cystitis ("bladder infect"), urinary tract infection (",uti."), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuerocondit/prob"), vaginal discharge ("vaginal discharge"), dysgeusia ("metallic taste in mouth"), neck pain ("neck pain"), solar lentigo ("increase in age spots") and pruritus ("itching") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with camphor;cineole;menthol (o24 fibromyalgia), sertraline hydrochloride (zoloft) and surgery (hyst. (Full),salping. (Bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, hypersensitivity, anxiety, cystitis, urinary tract infection, mood swings, urinary tract disorder, bladder disorder, tooth disorder, psoriasis, neck pain, solar lentigo and pruritus outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, migraine, headache, gastrointestinal disorder, nervous system disorder, hormone level abnormal, vaginal haemorrhage, rash, vaginal discharge, dysgeusia and arthralgia had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, neck pain, nervous system disorder, pelvic pain, pruritus, psoriasis, rash, solar lentigo, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2013 (left); (B)(6) 2013 (right). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 12-feb-2020: pfs & social media received: - reporter information was added. Lot no and new event added device breakage, vaginal bleeding, body rash, mood swings, bladder or urinary problems or changes, dental problems, vaginal discharge, metallic taste in mouth, joint pain, psoriasis, neck pain, increase in age spots and event outcome and severity was added. Treatment drug, medical history and lab test was added.psych injury event updated anxiety. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), hypersensitivity ("hypersensitivity."), psychological trauma ("psych injury"), cystitis ("bladder infect"), urinary tract infection (",uti."), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("nuerocondit/prob") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, migraine, headache, gastrointestinal disorder, nervous system disorder and hormone level abnormal had resolved and the hypersensitivity, psychological trauma, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added: pelvic/ abdominal,back, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, psych injury, bladder infect., uti, fatigue, gi conditions, hair loss ,hormonal changes, neuro condit/prob, migraine, headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.